Event description:
Device would not fire. Trigger pulled and nothing happened. There was no injury to patient.manufacturer response for stapler, surgical, echelon flex 60: representative has been called to pick up the stapler.